Manufacturer narrative:
The analysis results found that device a was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device b was received sterile and in good visual condition; the original cartridge was loaded in the instrument. The cartridge was received fully loaded with staples. The instrument was opened and tested for functionality and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a pneumonectomy procedure, as the surgeon was closing the patient, the patient went into cardiac arrest. The surgeon opened the patient. The surgeon did not see any staples or staple line. Surgeon sent the issue to pathology. Patient was stabilized at this time.